Manufacturer narrative:
No significant event during mfg of device was identified. Investigation cannot occur due to lack of product. On 4/12/06, boston scientific issued a safety alert to customers of this product stating that based on our receipt of complaints relating to coronary imaging catheters entangling with stents, we reiterate and reinforce the need to pay special attention when using coronary imaging catheters in vessels with implanted stent(s). This safety alert was reviewed with the FDA's office of compliance and deemed appropriate to further mitigate pt risk.

Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: this catheter was used for checking expansion of a cypher stent. But it got stuck with a stent, and it couldn't cross. And then, the image disappeared. When new one was used after post dilatation was performed, it crossed the stent and the image could be checked. Pt condition: no complication and good. Instrument: cvis i5006).